Event description:
Voluntary medwatch received states that the right ventricular lead was explanted due to product performance issue. There was no patient consequences reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5157671